Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative, infection, and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." (B)(4). This report is based on allegations set forth in the patient's complaint, and the allegations contained therein are unverified. This report is number 6 of 8 MDR's filed for the same event (reference 1825034-2016-01238 / 01245). Device remains implanted.

Event description:
It was reported by the patient they underwent a right hip arthroplasty on (B)(6) 2014 and a left hip arthroplasty on (B)(6) 2014. The patient alleges the left hip arthroplasty was to address a leg length discrepancy following the (B)(6) 2014 procedure. Subsequently, the patient alleges pain, achy joints, metal taste in the mouth, sweating, nausea, headaches, heavy menstruation, abdominal pain, digestive issues, tiredness, and occasional rash on the hips. The patient further alleges increased blood loss during both initial procedures and bed sores following both initial procedures. This report is based on allegations set forth in the patient's complaint, and the allegations contained therein are unverified.